Manufacturer narrative:
The endoscopy account manager (eam) called olympus technical assistance support (tac) from the customer site and reported no image when scope was attached. The issue was originally discovered by the customer the day before and was confirmed by eam. The customer will call back to arrange for return merchandise authorization (RMA). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had no image during inspection for use. There were no reports of patient harm.